Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The stretch resistant wire (sr wire) was fractured, the embolization coil was detached and unraveled, and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed that the podj sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such this may occur. The root cause of the reported resistance during retraction could not be determined. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks likely occurred due to forceful handling during use. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully placed a pod8 using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a podj completed out of the distal tip of the microcatheter; therefore, the physician attempted to retract the podj. Upon retraction, the physician experienced resistance and the podj unintentionally detached within the microcatheter. The physician attempted to aspirate the podj using a syringe, but the podj was stuck within the coil mass and would not come back; consequently the podj broke within the patient and the microcatheter. The physician was able to remove parts of the podj by retracting the microcatheter. The procedure ended at this time, and a piece of the podj was left within the coil mass. There was no adverse effect to the patient.